Event description:
The sister of a (B)(6) male pt called zoll customer support to report that the pt's monitor would not power on. The pt was used a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07040318 has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The pt received a replacement monitor.